Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that for a neonatal patient, the masimo spo2 measurement dropped without reason, and due to alarm fatigue, the clinical staff cleared the inop, but spo2 the measurement remained lost. As a result, the patient was unmonitored for spo2 for several hours. There was no report of any patient or user harm.